Event description:
End user customer reported that the connector was cracked and fell out of the bipap setup, and pt passed away reportedly from the incident.

Manufacturer narrative:
Unfortunately, at this time no sample was received for eval; and therefore, we are unable to determine the exact cause for the reported issues other than from info obtained by the end user. A lot number was not provided; therefore, a review of the device history record could not be performed. Info obtained from the pt's daughter stated that they knowingly used a cracked connector and that at some time during the night/early morning, the connector must have fallen out of the circuit and the pt passed away. Pt had been diagnosed with als just over a year ago at the time of the incident.